Manufacturer narrative:
Event occurred in a foreign country.

Event description:
Customer reportedly obtained results of 3.6 mmol/l and 7.3 mmol/l on the compact plus system within 10 minutes. No treatment information provided. No adverse event reported. Requested return to suspect system and replacement was sent.